Manufacturer narrative:
Per good faith effort (gfe) response received 06oct2025, it was confirmed that the customer opened the case to order a battery for the unit which didn't pass the battery test on the performance verification test (pvt) preventive maintenance. Upon review of the record, the issue does not meet the reportability criteria and was reported in error. Philips redirected him to our subcontractor who was responsible to provide these types of batteries for these devices. The battery was ordered but no further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that there was a battery problem. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that after several tests and checks, the customer indicates there was a battery problem. The customer was re-directed to place an order for a replacement battery. Device evaluation and repair are pending, and this investigation is ongoing.